Event description:
A doctor at (B)(6) hospital used a suction vac to deliver my grandson and according to the doctors at (B)(6) hospital, too much force was used and he ended up with no brain activity and he died on (B)(6) 2015 from the complications of that device and the doctor's negligence. Please do something about that device. It's very dangerous!